Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, lot #, implant date, date received by manufacturer, manufacture date. Depuy still considers this investigation closed.

Event description:
Patient revised for loose acetabular component. Update - (B)(4) 2011 - medical records were received. The revision operative report indicates there was proximal femoral osteolysis, mild acetabular osteolysis. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update - (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for loose acetabular component.